Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The spike had cracked near the base. The cause for cracked/broken uv spikes is an interaction of repeat uv exposure with excessive forces applied by the uv germicidal exchange device, such as the clean flash device in japan. The risk of breakage or cracking increases with length of exposure, which is why product labeling recommends replacement in 4 months. According to complaint this device was used for 200 days, over 50% beyond recommended end of life. This is the cause of this failure use error. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that a leak was noticed from the spike near the main body. The set had been used for 200 days. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.